Event description:
It was reported that the patient experienced dizziness and pre-syncope. It was discovered that the right ventricular (rv) lead exhibited high pacing thresholds and the implantable pulse generator (ipg) exhibited a loss of capture due to the high thresholds. The ipg was reprogrammed and the lead was repositioned. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).